Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables, which can influence pitch cable failure. The root cause for the broken pitch cable was found to be a component failure and related to device design. A review of the site's complaint history does not reveal any related complaints involving this product or this event. A review of the instrument log for the small grasping retractor instrument (part number: 470318-10, lot number: n10200427-0095) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The instrument had 3 uses remaining out of 10 maximum tool uses. No photographic images or procedure video are available for review. This complaint is reportable due to the following: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the small grasping retractor instrument was found with a broken cable. No fragment fell into the patient. The customer used a backup instrument. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter (da vinci coordinator) and obtained additional information: the instrument was inspected prior to use and no damages were noted.